Manufacturer narrative:
Analysis found that the bearing was worn and corroded due to dried saline. The device was not pre-tested due to handpiece corrosion and grinding. The bearings were replaced. The device was tested and passed according to manufacturing specifications. (B)(4) are no longer applicable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that the device was overheating and leaking during use. There was no patient impact.